Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, prime or compromised force sensor system, excessive no delivery and occlusion test. No motor error alarm and excessive no delivery alarms noted. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose level was 12.9 mmol/l. They needed to switch infusion sets up to 8 times. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.